Event description:
Customer reported error code 133.6090. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the unit error logs revealed repeating errors 133.6090 & 121.2070 which pertain to switch power supply failure, resolved by replacing the switch power supply. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/20/2019 to the present date 9/30/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer reported error code 133.6090. No patient involvement.